Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic renal disease, chronic pulmonary disease, atrial fibrillation, right bundle branch block, left bundle branch block, first degree atrio-ventricular block, left anterior hemi-block, and previous coronary artery disease. Complications reported included off-label use, heart failure, heart block, surgical intervention (permanent pacemaker), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with device implant in a bicuspid valve anatomy. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: influence of the cusp-overlap and three cusps coplanar techniques on new-onset conduction disturbances following transcatheter aortic valve implantation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "influence of the cusp-overlap and three cusps coplanar techniques on new-onset conduction disturbances following transcatheter aortic valve implantation", was reviewed. This research article is a retrospective single-center experience to evaluate cusp-overlap (col) and three cups coplanar (tcc) techniques with a specific focus on the mechanistic role of implantation depth relative to membranous septum length. The devices included in this study were edwards, corevalve, portico, navitor, and accurate neo. The article concluded that the col technique does not independently reduce new-onset conduction disturbances after transcatheter aortic valve implant (tavi). However, it may facilitate higher implantation relative to the membranous septum length, which is a key anatomical determinant of conduction outcomes. [The primary and corresponding author was vincent auffret, chu rennes service de cardiologie, université de rennes 1, inserm ltsi u1099, rennes f 35000, france, with corresponding e-mail: vincent.auffret@chu-rennes.fr.]. This study included patients undergoing tavi with pre-procedural multidetector computed tomography from (B)(6) 2020 to (B)(6) 2023. A total of 501 patients were included in the study, of which 7.8% (39) received an abbott device. The average age was 80.3 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic renal disease, chronic pulmonary disease, atrial fibrillation, right bundle branch block, left bundle branch block, first degree atrio-ventricular block, left anterior hemi-block, and previous coronary artery disease.